Event description:
Postoperatively, the patient was given a donjoy brace. It was noted that the range of motion safety lock was defective. No injury occurred as the defect was noticed before the patient actually utilized the brace. Unfortunately, the brace was discarded.